Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. On (B)(6) 2015 the lead exhibited oversensing and was capped and replaced. No patient symptoms were reported. No additional information was available at this time.